Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection noted scratches on the front of the case. A review of the device memory confirmed the device had triggered elective replacement indicator (eri) battery status. The device was attempted to be implanted on (B)(6) 2022. However, the device had been taken out of storage mode months earlier, on (B)(6) 2022. A fault code 1007 was recorded on (B)(6) 2022, indicating that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. Prior to that, the device had stored episodes on (B)(6) 2022. Additionally, high voltage charges had occurred on (B)(6) 2022. Laboratory analysis confirmed the reported premature battery depletion observation, which was caused by the device being taken out of storage mode several months before the attempted implant procedure.

Event description:
It was reported that during the implant procedure, the battery on this implantable cardioverter defibrillator (ICD) appeared to be prematurely depleted. A different device of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the battery on this implantable cardioverter defibrillator (ICD) appeared to be prematurely depleted. A different device of the same model was implanted instead to complete the procedure. No adverse patient effects were reported. The attempted device was expected to be returned for analysis.